Event description:
It was reported that the syringe was found to not hold air when it was squeezed.

Manufacturer narrative:
It was reported that the syringe was found to not hold air when it was squeezed. The reporting facility indicated that the reported problem/issue "means there's a leak somewhere." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of product in new condition was returned for evaluation and testing was unable to confirm the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed. Additional product lot reported = 210816